Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the tip of the probe broke off during surgery. Approximately 10 mm of the probe remained in the patient's pedicle. No additional patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the probe broke off. No patient complications were reported.

Manufacturer narrative:
Submitted picture appear to display ~10mm of tip broken off, in a fairly flat manner, and the remaining portion of the tip bent, consistent with torsional overload. No additional information about the event can be determined from the submitted pictures. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.